Event description:
It was reported that while using day aligners, the lower aligners were not fitting properly along with air gaps and painful to put on. The lower teeth were slightly crooked.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.